Event description:
During a laparoscopic adrenalectomy procedure, the shear worked fine for all most all the case. However, it did develop a continuous tone on the generator when either foot pedal was pressed. The shear was cleaned, re-torqued, and re-tested and failed. A new shear was opened and case continued with no patient consequence.